Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Performance data was collected from the device and analyzed. High resistance/impedance was noted. High battery impendence resulted in elective replacement indicator (eri). Battery depletion indicated/eri and eri was caused by high battery impedance noted on (B)(6) 2011 prior to explant. Ramware version 8 installed on (B)(6) 2011.

Event description:
It was reported that the device reached end of life indicator after five years. The apparent early battery depletion was suspected to be due to high battery impedance. The device was explanted and replaced. No patient complications have been reported as a result of this event.